Event description:
It was reported by the patient that their heart rate was lower than the programmed rate. The patient's rate was set for 60 ppm and the patient tested their heart rate at home on an electronic sphygmomanometer and received a rate of 57 ppm. When the patient took their rate one day later, their heart rate was over 60 ppm. No intervention was taken and the device remains in use.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).